Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) coronary artery. A 2.75 x 24mm promus element stent was deployed successfully. After post-dilatation, a proximal edge dissection was noted. A second stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.